Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no issues, the device appears to be in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-02135 and 2134265-2016-02134. It was reported that automatic pullback failure occurred. The target lesion was located in a mildly tortuous left circumflex artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. However, the catheter stopped during pullback. The procedure was then completed with another of the same opticross catheter. No patient complications reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02135 and 2134265-2016-02134. It was reported that automatic pullback failure occurred. The target lesion was located in a mildly tortuous left circumflex artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. However, the catheter stopped during pullback. The procedure was then completed with another of the same opticross catheter. No patient complications reported and the patient status is good.